Event description:
A customer reported the reflux was working intermittently during a cataract with intraocular lens implant procedure. The surgeon had to press the footswitch numerous times to get the reflux to work. The procedure was completed with the same system and accessories. There was no pt impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).